Manufacturer narrative:
There was no indication of any issues with the system or consumables used. The surgeon believes the issue is related to using an incision size and console settings based on settings for a different system. He had become accustomed to the settings and was likely overly aggressive for traditional ultrasound. A review of complaint and service data for the system indicates that there have been no additional complaints or service requests related to the reported event. Complaint trending indicates no recent adverse trends associated with the complaint. The root cause of the pt event cannot be determined in this investigation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996 vol.25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment.

Event description:
The customer reported a corneal burn. The surgeon sutured the incision site and described the burn as "minor".